Event description:
Literature: hoda mr, fornara p. [Sacral neuromodulation in urology. The emperor's new clothes or effective high-tech medicine]. Urologe a. Oct 2010;49(10);1254-1259. Summary: in the period from (B)(6) 2009 to (B)(6) 2010, 42 patients underwent pne testing for sacral neuromodulation (snm). Of these, 35 patients had a success rate of (B)(6) and consequently rec'd an implanted device; results of this therapy after a mid-term f/u time of 7.8 months were described by the authors. Reportable event: it was reported that one pt experienced pain at the implantable neurostimulator implant site. Add'l info rec'd indicated that the pt's chronic pain was in the left gluteal area, and was refractory to pain medication. Approx one year after successful implant, the device was explanted. The pt was reimplanted ventrally in the lower left abdominal region with a unilateral system. See MFR report # 3007566237-2011-00884 for a copy of the literature article.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events.